Event description:
It was reported that the torque limiting driver shaft tip was broken off during use in surgery. All broken pieces were retrieved. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed that the tip of the shaft is fractured at the retaining tabs. A review of the device history records found no documentation to indicate a non-conformance to specification.